Event description:
According to the information received, a patient was injected on an unknown exact date in (B)(6) 2022 with a rha 3 product to an unknown site. On an unknown date, reported as 'just recently', the patient experienced what the injector thought could be a granuloma. As treatment, the patient received in (B)(6) 2022 an injection of hyaluronidase to dissolve the filler. It was unknown whether a biopsy was performed to confirm the diagnosis of granuloma. At the time of this report, the outcome of this event was unknown. Further attempts will be made to collect missing information.

Event description:
According to the information received, a patient was injected on an unknown exact date in (B)(6) 2022 with a rha 3 product to an unknown site. On an unknown date, reported as 'just recently', the patient experienced what the injector thought could be a granuloma. As treatment, the patient received in (B)(6) 2022 an injection of hyaluronidase to dissolve the filler. It was unknown whether a biopsy was performed to confirm the diagnosis of granuloma. At the time of this report, the outcome of this event was unknown. Despite several attempts to follow up, no additionnal information was received.